Manufacturer narrative:
The reagent lot number was not provided to beckman coulter (bec), therefore, the expiry date and manufacturer date of the reagent could not be obtained. A bec field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated service repairs. The fse did not note any hardware issues which would have contributed to this event. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined. The mdrs related to this event are as follows: (B)(4) = MDR 2122870-2016-00177, (B)(4) = MDR 2122870-2016-00178. (B)(4).

Event description:
The customer stated that they generated two (2) non-reproducible false positive access accutni+3 patient results with the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system instrument serial (B)(4). The customer reanalyzed the patients' samples on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained erratic results both within and above the assay's normal reference range. The customer then repeated the same samples on their access 2 immunoassay system serial number (B)(4) and obtained results within the normal reference range of the assay. The results were released outside the lab and there was no change to patient treatment. Patient sample one was generated on the (B)(6) 2016 and is reported in MDR 2122870-2016-00177. Patient sample two was generated on the (B)(6) 2016 and is reported in MDR 2122870-2016-00178. The samples were collected in plasma tubes, centrifugation details were not provided. The customer reported no visible issues with the integrity of the sample. The customer stated their quality controls (qcs) and system check results were within specification before the event. The customer also performed a thirty (30) replicate precision run on (B)(6) 2016 and all results were within specification. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.